Manufacturer narrative:
Additional information received that the reported problem occured during patient used and the patient was able to switch to backup pump. No patient injury reported.

Manufacturer narrative:
Returned device was received in good physical condition although there was a scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device, the issue could not be duplicated but the downstream sensor will be replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with a high pressure alarm. There were no adverse events reported.